Manufacturer narrative:
Date sent to FDA: 05/25/2016. Additional information was requested and the following was obtained: was an issue noted with deployment of straps, i.e., no strap released, multiple straps coming at one time, intermittent release of straps? Sometimes one staple was released, but the problem was leak of strength. (When the staple came out it was not fixed). How was the procedure completed? It was made by manual suture. Were there any adverse patient consequences? No.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic bilateral inguinal hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, straps were released without strength. It is unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.